Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the outer insulation was crushed and the outer coil was fractured at 23.5 cm from the connector pin due to clavicular crush damage.

Event description:
It was reported that the patient presented to the hospital with complete heart block. On (B)(6) the patient presented to the clinic not feeling well. It was noted that the polarity had changed. During the procedure it was noted the atrial lead insulation exhibited an anomaly.